Manufacturer narrative:
The reported events of failure to capture and failure to sense could not be confirmed. A visual inspection of the device revealed no anomaly on the outer or inner helix. The helix lengths were within required specification. Analysis performed, including output verification and sensing test revealed no anomaly contributing to reported event of capture problem or sensing problem. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during initial positioning of the atrial leadless pacemaker (lp), the patient experienced atrial fibrillation (af). The patient was administered three intravenous antiarrhythmic drugs to convert the af. The atrial lp was then fixated three times, however, no capture, no sensing, and poor current of injury was observed. The decision was made to abort the atrial lp implant. A ventricular lp was implanted successfully, and the patient was in stable condition. It is unknown if the arrhythmia was related to the implant procedure.